Event description:
Reportedly, on (B)(6) 2021, the physician reported that the device delivered a sequence of inefficient shock therapies at 0.3 j, despite the shock energy being programmed at 42 j. The device was explanted and should be returned for expertise. Preliminary analysis revealed that a hardware issue is suspected.

Manufacturer narrative:
Preliminary analysis revealed a correct lead tightening mark on the ventricular set-screw and no damages on the first thread of the screw. Analysis confirmed that the connection system conformed to established specifications. Preliminary analysis of the returned device confirmed a hardware failure at the level of an integrated circuit.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2021, the physician reported that the device delivered a sequence of inefficient shock therapies at 0.3 j, despite the shock energy being programmed at 42 j. The device was explanted and should be returned for expertise.

Event description:
Reportedly, on (B)(6) 2021, the physician reported that the device delivered a sequence of inefficient shock therapies at 0.3 j, despite the shock energy being programmed at 42 j. The device was explanted and should be returned for expertise.preliminary analysis revealed that a hardware issue is suspected.